Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). This inspection indicated 'visual examination confirmed fracture through the mid-stem region.' A material analysis has been performed. The report concluded: 'review of the exeter stem, catalogue # 0580-1-351, lot code g8279280 confirmed fracture through the mid-stem region. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined.' Clinician review: a review of medical records with a clinical consultant indicated 'I can confirm that the patient underwent a right total hip arthroplasty and subsequently sustained a fracture of the femoral stem since I was able to see an x-ray with the stem fracture. I cannot confirm that the patient did have the revision since I have no documentation for that procedure except that it was mentioned in the product inquiry summary. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of stem fracture following a cemented femoral implant are multifactorial. These include surgical technique, especially the choice of implant and the way the implant is positioned and cemented. Patient factors including lifestyle, activity level and bmi are relevant as well as implant factors. In this case, the implant appeared to be well fixed distally with possibly less than adequate fixation approximately which can result in a stress fracture.' -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'exeter broke off in a patient who had tha performed on (B)(6) 2022, and was reoperated on today.' A material analysis has been performed. The report concluded: 'review of the exeter stem, catalogue # 0580-1-351, lot code g8279280 confirmed fracture through the mid-stem region. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined.' A review of medical records with a clinical consultant indicated 'I can confirm that the patient underwent a right total hip arthroplasty and subsequently sustained a fracture of the femoral stem since I was able to see an x-ray with the stem fracture. I cannot confirm that the patient did have the revision since I have no documentation for that procedure except that it was mentioned in the product inquiry summary. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of stem fracture following a cemented femoral implant are multifactorial. These include surgical technique, especially the choice of implant and the way the implant is positioned and cemented. Patient factors including lifestyle, activity level and bmi are relevant as well as implant factors. In this case, the implant appeared to be well fixed distally with possibly less than adequate fixation approximately which can result in a stress fracture.' No further investigation for this event is possible at this time. If device/additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported "exeter broke off in a patient who had tha performed on (B)(6) 2022 and was reoperated on today."